Event description:
The pt was found in a coma at 3am. Pt's mother tested pt's blood glucose on the suspect device and it was 87 mg/dl. The paramedics were called and they tested pt's blood glucose on thier device and it was 27 mg/dl. Pt was given IV with glucose and taken to the hospital. Pt was given more "d150" at the hospital.